Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿IV fluid found on the floor. Patient¿s IV tubing was changed and pump/IV tubing involved was sequestered. Pca tubing was found to have a crack in it."

Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection of the set showed that the female luer component was cracked along one side. No tool markings were observed around the luer. Functional testing confirmed leaking from the damaged luer. The root cause of the leak was a crack on the set's female luer. The specific cause of the crack was not identified.

Event description:
The leak was from a crack in the female luer at the secondary port. There was no patient harm.

Manufacturer narrative:
Additional information provided: sex.